Event description:
It was reported to baxter (B)(4) that the reservoir of a half-day infusor device ruptured during patient use but likely prior to infusion. The intended infusion was a solution of 2.5 grams of desferioxamine in 50ml of water for an overnight infusion. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The customer reported a blank display. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a half day infusor device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired. The root cause of this issue is currently being investigated under CAPA# (B)(4).